Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip fracture occurred. Vascular access was obtained via the right common femoral artery. The 85% stenosed target lesion was located in the tortuous mid distal left anterior descending (lad) artery. A 6f jl4 guide catheter was inserted and used to engage the left main coronary artery. The kinetix guide wire was advanced into the distal portion of the lad. Balloon angioplasty was performed in the mid distal lad with a 2.0x12mm apex balloon catheter. Another manufacturer's guide wire was then advanced into the distal lad to establish a buddy wire system. A 2.25x16mm promus element stent was then advanced over the non-bsc wire across the lesion. Prior to stent deployment, the kinetix guide wire was pulled back when the radiopaque tip detached and remained in the mid distal lad with the tip extending into a septal perforator. The physician attempted to carefully remove the undeployed stent in hopes that the detached tip would pull back with the stent. This was unsuccessful and the stent was removed without any issues. A choice pt guide wire was then advanced to the distal portion of the lad. The physician attempted to snare the detached tip using two different snare devices. The tip was unable to be snared despite multiple attempts. An attempt was also made to wrap the detached tip with two other guide wires. The decision was then made to stent over the detached tip. Two choice pt guide wires were advanced into the distal lad and the 2.25x16mm promus element stent was deployed covering the entire segment of the detached kinetix wire tip. The stent was post-dilated with a 2.0x12mm apex nc balloon. Repeat images showed excellent positioning of the stent. It was noted that probable thrombus did develop in the midportion of the lad extending out into a diagonal branch during attempts to snare the tip. Multiple balloons were used for angioplasty as well as catheter-based thrombectomy to restore flow in the diagonal branch. A 2.5x12mm promus element stent was deployed to the mid lad just distal to the take off of the first diagonal branch. Further balloon angioplasty was performed in the diagonal branch, which significantly improved flow in the proximal portion of that branch. Residual stenosis in the mid distal lad was 0%. The procedure was completed and no further patient complications were reported.